Manufacturer narrative:
An event of paravalvular leak and subsequent complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information available, the cause of the reported paravalvular leak and complete heart block could not be conclusively determined the reported surgical intervention, unexpected medical intervention, and hospitalization were due to case-specific circumstances. Following the procedure, post implant valvuloplasty was performed to address the paravalvular leak, followed by placement of a temporary pacemaker. Eventually, a permanent pacemaker was implanted, and the patient was hospitalized for rhythm monitoring. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 35mm navitor vision was used for implantation, utilizing a large flexnav. The patient presented with a 90.6mm annular perimeter, calcium at the left coronary cusp (lcc), underlying right bundle branch (rbbb) and first-degree atrioventricular block (1st deg av block). Pre dilataion was performed utilizing a 25mm valver balloon. A 35mm navitor vision was implanted at the first attempt with optimal depth of 3mm. It was noted that while in the cusp overlap view (cov), the inflow edge of the constrained valve was within the capsule positioned at the base of aortic annulus while the pigtail positioned was confirmed to be at the bottom of the non-coronary cusp (ncc). There were no deployment or retraction difficulties, and the valve was noted to have fully released. Post implant, a mild paravalvular leak (pvl) was observed. Therefore, post balloon aortic valvuloplasty (bav) with a 25mm valver balloon, reducing pvl to trace. However, post bav, the patient went into complete heart block, requiring placement of a temporary pacemaker. It was noted that the patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in the procedure. On (B)(6) 2025, a permanent pacemaker was implanted. The patient was reported to be stable.